Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not delivering bolus. The customer experienced high blood glucose level of 300 mg/dl at the time of incident. Customer's other blood glucose was 250 or 288 mg/dl and 245 mg/dl. The insulin pump and reservoir will not be returned for analysis.